Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds and a low pacing impedance within normal limits. It was confirmed during a routine follow up that the lead was dislodged. The lead was successfully repositioned. No additional adverse patient effects were reported.